Manufacturer narrative:
The device was received for evaluation. The reported display issue could not be reproduced during evaluation. During evaluation, the device was powered on, and the screens were able to be navigated to run an infusion with no discrepancies noted. No corrective action was needed. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the menu screen of a novum iq syringe pump was flashing on and off. This issue occurred during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.